Event description:
During a routine IV catheter site change, the IV therapist noted that upon removal, the cannula of the catheter was not intact. Only 3 mm of sheath was left on the hub. The remainder of the sheath appears to have been left in a vein in the pt's right arm. Pressure and a tourniquet were immediately applied to the proximal site to prevent the migration of the catheter through the venous system. Attempts to locate the missing piece with multiple x-rays of the forearm, upper arm, shoulder and thorax showed no evidence of the catheter. To date, the sheath has not been found and the pt has had no complications as a result of the incident. Examination of the remaining end of the hub under a microscope suggests that it may have been cut with a pair of scissors.